Event description:
It was reported that the 6800 system was making noise when moved. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wheels were repaired during the service call. The system was tested and found to be working as intended, and placed back into service.